Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. Pump error 43 not confirmed. Pump error 130 not confirmed. Device received with corroded motor home switch. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor and alarm was generated when the insulin pump detected movement in hall sensor detected. Customer¿s blood glucose level was 70 mg/dl. Troubleshooting was performed. Customer reported that they were able to clear the alarm but unable to rewind the insulin pump. Customer stated that the insulin pump was not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.